Event description:
Event description guidant received information that, upon device interrogation, a message appeared indicating that the tachy mode of this implantable cardioverter defibrillator (ICD) was changed due to battery voltage. It was reported that the battery status is currently eol (after approximately 11 months of implant time) and the monitoring voltage is 2.03v.